Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia and vomiting, which caused the patient to need to be picked up from school. Patient's mother also reported that she noticed that the cannula was not fully inserted in the infusion site. The patient was treated in the hospital with intravenous fluids and insulin. The patient was released the following day.